Event description:
It was reported that the pt expired in late 2007 due to an unk reason. Reportedly, the device was implanted on twenty days later, and it is unk if the pt's demise was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.